Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 4atm within 20 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.